Manufacturer narrative:
The returned device was evaluated. External visual inspection showed a crack in the casing. The device was able to power on using both ac and battery power. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. The battery was charged over night and the battery indicator showed a fully charged battery, the device remained on for 2 hours prior to a low battery and alarm and shutdown. It was determined the battery does not hold the necessary charge. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device does not hold a charge and the stats are sporadic also the casing is cracked. No patient impact or consequences were reported.